Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that almost 1 month after the dental implant and healing cap were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted patient's sinus infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Follow-up being sent in order to correct the name of the implant.

Event description:
The clinician reported that almost 1 month after the dental implant and healing cap were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted patient's sinus infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 1 month after the dental implant and healing cap were placed in ada site 4 in the mouth, the implant lost osseointegration in type ii bone. Clinician noted patient's sinus infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.